Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that stimulator acting up for years and every time call the hcp they want pt to pay for appt. Pt states the device never worked anyway and pt states hasn't worked for 2.5 years. Pt states he never really wanted the device however was workman comp case and that was suggested at the time. Pt states since implant worked 10-15%. Pt states he had trouble charging after implant was placed and dr. Strauss helped with this with a rep, name unknown. Patient services (pss) put unknown for event date as this couldn't be confirmed when asked pt mentioned health issues such as being diabetic and that he has arthritis so bad now. Pt wondered about taking this out. Pt also mentioned hes getting nerve blocks and shots as well. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp. Redirected caller: patient's hcp

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.